Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received from the field representative indicating that the rv lead was fractured. This rv lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a blood/body fluid in the lumen. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. The fracture was likely a result of the explant procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received from the field representative indicating that the rv lead was fractured.